Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. Upon evaluation, the trunk cable was cut damaging internal wires. The cause of the check te pad messages is damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely physical abuse. No adverse event resulted form the damaged cable and wires. The pt received a replacement electrode belt.